Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 395.6 mcg/day) via an implantable infusion pump. It was reported that the patient's refilled date was missed and their pump ran empty. The caller stated that the patient started having spasms and rigidity about 2 days ago. The pump was refilled and updated.